Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, foreign material was identified. The lesion being treated was located in the left forearm shunt. Upon unpacking an ultra-thin diamond guide wire, a foreign material was noted at the tip of the guide wire lumen. The device did not enter the patient and the procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: visual exam of entire device found no foreign material and there was no damage present along entire length of device. The distal tip of the device was inspected microscopically and no foreign material is present. A 0.035 inch guidewire was inserted from the distal hub and pushed through the wire lumen exiting out through the tip with no restrictions noted. No foreign material was pushed out when the guidewire exited through the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, foreign material was identified. The lesion being treated was located in the left forearm shunt. Upon unpacking an ultra-thin diamond guide wire, a foreign material was noted at the tip of the guide wire lumen. The device did not enter the patient and the procedure was completed with a different device. No complications were reported and the patient's status is good.